Manufacturer narrative:
A used hx-202ur clip (1 only) and 22 brand new sealed hx-202ur quick clips, lot 95k 31, were received for evaluation due to ¿spring broke and device fell apart ¿issue. The reported complaint was not confirmed. The return used clip was not able to be fully investigated due to the entire unit was not returned. Visual inspection was performed on the received condition on 5 of the 22 brand new quick clips. Handle was manipulated to inspect the deployment of the clip and was deployed properly. The insertion portion was checked and there is no external damage observed. The slider was manipulated and the movement is consistent and determined to be normal. In summary, based on the evaluation, the reported issue was not able to be duplicated. The returned used quick clip was returned incomplete and therefore cannot be tested. The brand new quick clips were tested (5 samples) and found operational, no issue, no abnormalities were observed.

Event description:
It was reported that a hx-202ur spring broke and fell into the patient. All pieces were recovered from the patient. There was no harm or injury reported. The procedure was completed using a competitors like device.